Event description:
A (B) (6) male pt contacted lifecor customer support to report that he was receiving "connect belt" messages. Support had the pt disconnect and then reconnect the belt. The pt continued to get the messages. Support sent a pt services rep (psr) to the pt. The psr reported that the monitor is "falling apart". The psr replace the pt's monitor and the alarms stopped.

Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) has been completed. The reported problem (device was alarming "adjust belt") was confirmed. The cause of the reported problem was damage to the j103 and j107 connectors on the ca board. J103 is one of the connectors that bring ECG input from the auxiliary board portion of the monitor. J107 also receives and send signals to the electrode belt. The root cause of the damaged j103 and j107 was likely pt abuse. The entire top of the monitor was off as if the pt had dropped it. The monitor was repaired, retested a restocked. No adverse event resulted from the failure. The pt received a replacement monitor.